Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. The patient was doing well with good coverage postoperatively.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. The patient was doing well with good coverage postoperatively. Additional information was received that implantable pulse generator (ipg) had migrated and was replaced with an MRI compatible device. The explanted ipg was retained by the medical facility and will not be returned.